Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels (approximately 50 mg/dl) during the night. Reportedly, low bg levels were due to the pump settings. Customer addressed low bg levels with frosting. Reportedly, the customer contacted their health care professional regarding the pump settings.